Event description:
A conference abstract by ayikobua acana, s.e., et al. ¿hepatitis b core antibody testing among blood donors in uganda¿ vox sanguinis. 2025; 120333-334, documented false nonreactive hbsag on the architect i2000sr processing module. A study including 453 routine blood donors was collected between september 2024 to december 2024. Of the 453 samples, 6 samples were found to be nonreactive for hbsag and reactive on the nat. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 02g22 that has a similar product distributed in the us, list number 04p53, hbsag, with PMA number p110029.